Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 05/11/2025, it was reported that the sensor failed when the patient was at the church at 1:30pm. This complaint did not describe the behavior of the display screen (cgms, alerts, alarms) prior to failure. She did not have the chance to change it right away to get the glucose readings. At approximately 3:30pm on the same day she felt that her heart rate went up, so she went to the hospital and the nurse checked her glucose level and it was over 500mgdl. She was given insulin (shots) and she got better. She stayed at the hospital for 2 days and was discharged on (B)(6) 2025 with good health condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.